Event description:
It was reported that the air hose connected to the ventilator¿s air inlet was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the air hose connected to the ventilator¿s air inlet was leaking. Our field service engineer investigated the ventilator on site an solved the issue by replacing the air hose. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).